Event description:
It is reported that a customer was hospitalized for unknown reasons. The customer's blood glucose level was unknown at the time of the call. The customer stated they called because they keep being sent insertion sets and she does not use them. The customer was informed that an email will be sent out to those responsible of sending those sets so that the issue will be resolved. The customer made no mention of any issues with their insulin pump. The no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.